Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. The customer went to the emergency room (ER) with a blood glucose level of 398 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.